Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the mobile view station (mvs) line power was intermittently cutting out. The mvs line power cord was replaced, and the issue resolved. The imaging system then passed the system checkout and was found to be fully functional. The cord has been returned to the manufacturer, however, analysis has not been completed. (B)(4) are associated with the system checkout. (B)(4) are associated with the returned cord. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the monitor on the mobile view station (mvs) would not turn on unless the cable that connected to the monitor was wiggled. There was no patient present when this issue was identified. A manufacturer representative reported that the issue was with the power cord. The entire power cord needed to be replaced.

Manufacturer narrative:
The cord assembly was returned to the manufacturer for analysis. Analysis found that the reported issue could be confirmed. Visual inspection noted that the molded plug assembly had been removed and the original molded plug was not returned. Continuity testing indicated that the conductors were good. The power cord assembly was damaged. Analysis found that the reported event was related to a mechanical issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.